Event description:
It was reported that the patients leads were protruding from the ipg pocket. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred at the beginning of october 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 20351223.